Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy, and did not require assistance from third parties. The customer resolved the issue by resuming insulin use without changing supplies. Ultimately, the customer reverted to an alternate method of insulin therapy.